Event description:
It was reported that while using bd fac aria¿iii sheath under pressure sprayed outside of instrument. The following information was provided by the initial reporter, translated from french to english: there is a leak at the sheath / cytometer connection. Was the leak contained within the instrument?no. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. If so was there leaked fluid in under pressure?yes. What is the source of leak waste line or non-waste line?non waste line. If waste line, whether it is mixed with bleach or contamination?no. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR# is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd fac aria¿iii sheath under pressure sprayed outside of instrument. The following information was provided by the initial reporter, translated from (B)(6)to english: there is a leak at the sheath / cytometer connection. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. If so was there leaked fluid in under pressure? Yes. What is the source of leak -- waste line or non-waste line? Non waste line. If waste line, whether it is mixed with bleach or contamination? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.